Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and checked for physical damage and found damaged contact pad. See attachment file for details. In summary sensor failed per specification due to found sensor in damaged condition. Customer complaint of unexpected alert/alarms is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported there was an insulin pause while the bg (blood glucose) and sg (sensor glucose) deviation occurred. Sensor replacement required alerted from a deviation. The blood glucose (bg): 145 mg/dl and sensor glucose (sg): 64 mg/dl. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued the use of the in pump, and the device was returned for analysis.